Event description:
Doctor reported that a file separated in the canal during a procedure. The patient was referred to a specialist who successfully retrieved the separated piece. The patient is reported as doing fine.